Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown. No information has been provided to date.

Event description:
It was reported that an audible alarm for post-error and motor rate error/ bottom case is broken occurred. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the left corner of the bottom case was cracked in the battery bay and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as a primary audible alarm was noted upon power up and motor rate error was found during the occlusion test. Root cause of the reported event is from customer impact to the interconnect board as well as normal wear of the motor assembly, the parts are 16 years old. Actions taken include replacement of the interconnect board, replaced the stepper motor, worm coupling, worm gear, motor mount, lead screw and both clutch halves. Replaced the cracked bottom case, performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on 22-aug-2022 via email and attached to complaint object: date of the event was 1-jul-2022. No patient involvement or injury. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500. H6: correction: evaluation codes method:b21 [4118] - type of investigation not yet determined c139464.